Event description:
Clarification of event: due to the patient's poor health condition, the physician elected not to attempt lead extraction. The patient was discharged from the hospital with a follow up visit scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with heart failure and infection. The right ventricular lead was noted to be ruptured. Lead extraction failed.